Event description:
It was reported that a no disposable clamp tubing alarm occurred. Alarm was silenced and the settings were reviewed. Pump restarted and display read run. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.